Event description:
Attorney alleges from 1982 to 1995 the plaintiff suffered pain and discomfort in the chest and breasts and also suffered increasing disfigurement. In 1983 the plaintiff developed lumps in her breasts. Attorney also alleges plaintiff suffered fatigue, muscle weakness, loss of use in her lower extremities, loss of muscle strength in her upper limbs, bladder problems, incontinence, severe depression, anxiety and she was diagnosed with multiple sclerosis. Upon removal, her implants were found to have calcified, hardened and had ruptured. Attorney also alleges that plaintiff has been rendered an invalid and that she has been permanently disabled.